Event description:
It was reported; on (B)(6)-2014, small xia growing rod surgery was performed for without fusion congenital scoliosis. Approx 1 year after, the rod breakage was found. Therefore, revision surgery is planned on (B)(6) 2014.

Manufacturer narrative:
Method: device not returned;results: the device was not received back, so testing and inspection could not be confirmed to aid in root cause analysis. Furthermore, no additional information could be obtained despite multiple follow up attempts. Conclusion: the root cause of the customer reported event could not be determined conclusively.

Event description:
It was reported; on (B)(6)-2014, small xia growing rod surgery was performed for without fusion congenital scoliosis. Approx 1 year after, the rod breakage was found. Therefore, revision surgery is planned on (B)(6) 2014.